Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head tested out of specification on the uplink functional tests and it was also noted that the head's label was missing its laminate backing. The cable and label were replaced. Concomitant product: product ID 2090 programmer. (B)(4).